Event description:
It was reported that the device had a possible output circuit damage alert that occurred on (B)(6) 2012. Several charges were aborted. Tachy therapy was disabled.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the output anomaly could not be determined.